Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: it has been received 3 pictures for investigation. Upon visual inspection of these 3 pictures it can be observed a cube-pack and syringes of 50ls lot 1710291. Label used in cube-pack format and in each self-package for this lot are according to specification dgl2185 and dgl2184 respectively. DHR of lot 1710291 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to catalog reference 300866 belongs to 50/60ml bdtm eccentric slip tip syringe ce mark sterile, single use syringes. The marking scale of this reference syringe is up to 60ml according to procedure jg-106 but the nominal value of syringe is 50ml. According to iso 7886-1 section 10.1.2 if the scale is extended beyond the nominal capacity, the extended portion shall be differentiated from the rest of the scale. In this case it is differentiated encircling the scale number of the nominal capacity line, 50ml. Since labelling of this lot is according to bd specifications the alleged defect cannot is not considered a manufacturing defect.

Event description:
It was reported that the packaging on the bd plastipak¿ hyperdermic luer-lok syringe shows ¿50ml¿ but the syringe is a 60ml syringe. There was no report of injury or medical interventions.